Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lower anterior resection procedure, after the surgeon finished the second firing of the gold reload, according to the surgeon, the jaw of the device failed to be opened with the regular method. The surgeon believed the knife didn't return to its original position. He had to use automatic reverse button to reverse the knife and then open the jaw with regular method. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53g86. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened without any difficulties noted; the knife reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.